Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown, but customer states that she has woken up with blood glucose of 400 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer reported of going to the emergency room due to issue unrelated to diabetes; customer had a tumor in her uterus. Customer believed that no deliveries were due to cannula. Customer received assistance with serter.